Manufacturer narrative:
Outcome after conservative and endovascular treatment of stanford type b aortic intramural hematomas ¿ a single-center retrospective study journal of vascular surgery cases, innovations and techniques. Published in january 2024. Nebelung et al, 2024. Journal of vascular surgery cases, innovations and techniques. Doi: 10.1177/15385744231225888 a2: mean age a3: mean gender d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding [the prognosis and treatment outcomes of intramural hematomas (imh) in the aorta, specifically focusing on the use of endovascular therapy and conservative treatment]. The time frame of this study was over 10 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant captivia stent grafts. Among patient adverse events included: [surgical site infections, hematomas, kidney failures, non-st-segment elevation myocardial in farctions, spinal cord ischemia with permanent incomplete paraplegia, minor non-disabling strokes. No further information was provided pertaining to medtronic products.